Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection, simulated therapy, functional testing, and an electrical leak test were performed. An event history log review was performed and identified a system error 1031. The cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on the homechoice device during peritoneal dialysis therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.